Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The test strips were not returned.

Event description:
The customer complained of high discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. The patient was tested 4 times on the meter sticking 2 fingers. The initial result at 11:41 a.m. Was 6.3 inr. The result at 11:47 a.m. Was 5.8 inr. The result at 11:49 a.m. Was 6.2 inr. The result at 12:01 p.m. Was 6.5 inr. The patient was sent to the laboratory at 12:25 p.m. And the result was 4.6 inr. The doctor thought the result from the laboratory was correct, however, it too was high. The patient's coumadin dosage was based off of the laboratory result. The patient's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred. The customer stated the strip guide cover will not stay on the meter and they have it taped down. The patient is anemic. The patient is not taking heparin or other direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The patient is not taking any new medications and has not been ill recently. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.7 inr; donor 2 inr: 2.4 inr. Donor 1 hct: 54%; donor 2 hct: 50%. Donor 1: retention meter with master lot strips: 2.7 inr; customer meter with master lot strips: 2.7 inr. Donor 2: retention meter with master lot strips: 2.4 inr; customer meter with master lot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The customer stated that 2 finger sticks were used for the 4 test results. Product labeling states that a new finger should be used for each test. The investigation was unable to find a definitive root cause for this event.